Manufacturer narrative:
(B)(4).

Event description:
The pt experienced acute pain. The pt's physician thought there was an issue with the pump. There were two dates stating the longevity of the pump and there was too much medication in the pump. The pt was going back to the doctor to determine the next steps. Additional info has been requested, a f/u report will be sent if additional info becomes available.